Event description:
It was reported that the patient's lead had been replaced in the past due to high impedance. No further information was available due to the privacy policy of the explanting hospital. The explanted lead has not been received for analysis to date. No additional or relevant information has been received to date.